Event description:
Dr. (B)(6) reported injecting a female patient with 1cc radiesse into cheeks and malar areas. Five an a half months later, the patient developed swelling in both cheeks and lower eye lids, and there is a palpable module in the right cheek. There is no tenderness, pain or redness in the areas. The patient went to the emergency room (ER), no treatment was provided and she was released. (B)(4), rn at merz spoke with (B)(6), md regarding a patient he injected on (B)(6) 2014 with 1cc of radiesse to the bilateral midface. After the injection, the patient had a good aesthetic result without any problems. On (B)(6) 2014, the patient reported to dr (B)(6) that her bilateral cheeks and lower eyelids swelled so she went to the emergency room for treatment. She was evaluated by the emergency room physician, but no treatment was rendered. They discussed possible etiologies such as delayed hypersensitivity, unrelated allergy, and possible underlying low grade infection. (B)(4), md, merz medical director consulted with dr (B)(6). They reviewed the case and the treatment modalities were discussed. During a follow-up with dr (B)(6), he stated that consults with (B)(6), rn and dr (B)(6) were very helpful. He is treating the patient with levoquin for three weeks for infection. The patient is responding to the antibiotic treatment, and seems to be getting better.

Manufacturer narrative:
Additional information regarding patient/case were requested and not received to date. The device history records for the injected lot were not reviewed as the lot number was unknown.